Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport. It was reported that prior to the procedure the catheter end was allegedly clamped into the packaging edge at the manufacturing site and heat-sealed to the tray edge. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed powerport slim implantable port kit within its original packaging. Along with returned sample three photos provided for the review. The samples noted to be clean. The top product tyvek label was partially peeled from the main product tray. A portion of the packaged catheter within the tray was noted to be melted until the top left portion of the product tray. The rest of the components received did not look affected. Catheter tip was noted to be caught and melted in packaging seal in photo review. Manufacturing review was performed it was noted that the catheter was become trapped in the sealing area, the seal transfer was noted and "catheter caught in seal area" is confirmed. Therefore, the investigation is confirmed for the reported component sealed in packaging tray identified catheter melt issue. The cause of this condition related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport. It was reported that prior to the procedure the catheter end was allegedly clamped into the packaging edge at the manufacturing site and heat-sealed to the tray edge. There was no patient contact.